Manufacturer narrative:
Customer reported they experienced a heater cooler concern on (B)(6) 2020. Profusion noted on the cooling function they had set the device to 36 and the system was measuring 41 degrees. Since the device was only being used for cooling (and a different device was being used for heating), the heating set point (on the cooling device) was lowered to the lowest setting to allow the procedure to continue rather than swapping the device out during the case. No adverse event reported. Gentherm received a complaint (see complaint #'s (B)(4)). (B)(4) is being reported under a separate MDR # (1516825-2020-00009).

Event description:
Customer reported they experienced a heater cooler concern on (B)(6) 2020. Profusion noted on the cooling function they had set the device to 36 and the system was measuring 41 degrees. Since the device was only being used for cooling (and a different device was being used for heating), the heating set point (on the cooling device) was lowered to the lowest setting to allow the procedure to continue rather than swapping the device out during the case. No adverse event reported.